Event description:
I can not give you an exact date but for a few years now I keep getting upper respiratory infections with my machine and solely caused from it. I get bad asthma which I never had until I used the machine. I thought it was odd. Now my short term memory is shot like embarrassingly shot. I have been to every doctor possible. I had zero idea until today that there is possibly a toxic chemical issue with the machine. My sleep doctor told me about it. I have been to so many doctors trying to figure out what my issue is. I have inflammation issues too and no one can figure anything out. I am so upset right now to think this could be my sleep machine. FDA safety report ID # (B)(4).